Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 584 mg/dl while wearing the pod between 4 and 24 hours in the arm. It was also reported that the controller started beeping with an alarm, saying to deactivate pod. Patient was unable to provide specific alarm. Symptoms reported include hyperglycemia and trouble breathing. The infusion site was also reported to be red. The patient was treated with fluids, nighttime insulin, and fast acting insulin (type and dosage not provided). It was also recommended that the patient switch to dexcom g7 cgm (continuous glucose monitor). The patient was released the following day. The pod was worn when seeking medical attention.